Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The complained product has been requested several times for return to execute investigation: no product was returned. Therefore, no physical investigation can be executed. The complaint records have been analyzed for similar cases. No similar failure description was found. No indications for a systematic issue. As the device was not returned and no further information was received the case will be closed without any physical investigation. Date of manufacture not known. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline forceps insert. According to the information received, during the surgery, one of the action jaw was broken and disintegrated into two parts. No visible missing parts was found. By naked eye observation that the broken section of the two parts is complete. Hence they decided not to perform x-ray investigation as it would be too small to detect if there is any. Information about patients health was not provided. Additional patient information is not available.